Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that no assay was running at the time of the event. The ccc specialist dispatched a siemens customer service engineer (cse) to the customer site. The cse performed troubleshooting and determined the power supply failed. The power supply was replaced, and the instrument was operational post service. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer informs that smoke emitted from the advia centaur xp instrument. There were no visible flames. The operator shut down the system software and unplugged the power cable, and the fire department was alerted of the event. The customer informs that personal protective equipment (ppe) was worn, including a mask, and there was no harm to the operator. There are no known reports of adverse health consequences due to the smoke emitted from the instrument.